Event description:
The therapist selected a patient from the radiation therapy treatment queue, and noticed that the multileaf collimator overlay was missing from the plan. The dosimetrist opened rt chart and added the overlay. When they returned to treatment the gantry angle had changed. The therapist did not immediately notice the gantry angle change, an began treatment. The customer determined that 39 monitor units (mu) were delivered befor the therapist noticed the gantry was in the wrong position and shut off the beam. When treating with the wrong gantry angle, tissue not intended to receive radiation can be exposed to the radiation treatment beam. The customer stated that they do not consider this a serious injury.